Event description:
Patient arrived from post-anesthesia care unit (pacu) with the balloon pump which was working without issue. Shortly there after, there was an alarm indicating that the fiber optic sensor was not working. The fiber optic cable was trouble shot, but there was no external resolve found.